Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged. The physician felt the lead was unstable for use in this pt. A new rv lead was successfully implanted. No adverse pt effects have been reported.